Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review was requested of low voltage shock impedance (lvsi) measurements. Review of boston scientific latitude remote monitoring system stored data, identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms with the previously implantable cardioverter defibrillator (ICD). Measurements have been between 50 ohms and 90 ohms since a cardiac resynchronization therapy defibrillator (crt-d) was implanted seven months ago. The lead remains in service and no adverse patient effects were reported.